Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was implanted in 2001 but she stopped using the system for 10 years, as she could not adapt to the new sound. Recently she decided to give the system a try again and made an appointment with her audiologist. In situ measurements performed during the appointment were indicative of a device malfunction. Explantation is considered.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient was implanted in 2001 but she stopped using the system for 10 years, as she could not adapt to the new sound. Recently the patient decided to give the system a try again and made an appointment with her audiologist.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary.

Event description:
The patient was implanted in 2001 but she stopped using the system for 10 years, as she could not adapt to the new sound. Recently she decided to give the system a try again and made an appointment with her audiologist. In-situ measurements performed during the appointment were indicative of a device malfunction.